Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 39565-65 , serial# (B)(4), implanted: (B)(6) 2012, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a medical representative and a consumer regarding a patient who was implanted with a neurostimulator for non malignant pain. Patient stated the lead wire that was up in patient's back next to left shoulder was causing patient a lot of pain in the muscle. Patient stated it felt like something stabbing or sticking. Patient stated the stimulator was not on, it is just the way it feels all the time and it hurts. Patient stated healthcare professional (hcp) indicated that need to contact medical representative for reported issue. The medical representative reported pain in the back that travels up his back. It was primarily in the left side into the shoulders. The caller stated that the patient has been seen by physicians trying to diagnose this issue. The patient mentioned a myelograms and other treatments with other doctors. They were not able to diagnose the issue. When the patient leans forward and brings arms forward the pain is excruciating. The caller stated that the patient felt like wires hitting his spinal cord causing the pain. The caller stated that she ran impedances today and electrode 11 was out of range. Everything else was within the normal range. The patient's programming does not us electrode 11. The patient had the pain issues with stimulation on or off. The stimulation therapy helps pain in back and legs, the patient was not have any issues with the stimulation therapy but he thinks the paddle is causing other pain. Caller will follow up ortho surgeon appointment on the date of this report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.